Event description:
It was reported that during a angioplasty procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 95% stenosed, concentric and progressive target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) with a significant bend. The lesion was pre-dilated with a unknown balloon. During deployment of the promus premier 2.5x16mm stent the physician saw the balloon was ruptured. The physician removed the device, however, withdrawal resistance was also noted. The procedure was completed with a 2.5x24mm promus premier stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 556mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. No issues were noted with the crimped stent and tip. No apparent issues were noted with the balloon profile and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 95% stenosed, concentric and progressive target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) with a significant bend. The lesion was pre-dilated with a unknown balloon. During deployment of the promus premier 2.5x16mm stent the physician saw the balloon was ruptured. The physician removed the device, however withdrawal resistance was also noted. The procedure was completed with a 2.5x24mm promus premier stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance speciations. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).